Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Reportedly, during an intraocular lens iol implant into the eye, a haptic was noticed missing while the lens was unfolding in the capsular bag. The incision was enlarged to 6mm to remove the lens and the iol was replaced with another lens intraoperatively. There was no patient impact.

Manufacturer narrative:
The lens was returned and evaluated. Visual inspection found that a haptic was missing from the lens. No other damage was observed on the lens. Based on the available information user related factors, may have caused or contributed to this event.